Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative that during l5/s1 transforaminal lumbar interbody fusion (tlif) procedure with capstone control on a patient diagnosed with degenerative joint disease. It was reported that during tlif the hcp placed the instrument into the disc place of l5/s1, and while attempting to rotate the tool, the tip of the tool broke off. The tip of the tool was retrieved from the patient and the surgery proceeded as planned. The damaged product will be returned and will be replaced with a medtronic product in the future. No patient injury / complication was reported.